Event description:
It was reported that during a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at 10 amts on the initial inflation. The lesion being treated was a 90% stenotic lesion in the right coronary artery (rca). The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.